Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the ventricular lead exhibited loss of capture and sensing. It was also noted that the patient developed an infection. The lead was explanted.